Event description:
It was reported that the patient is having an increase in seizures and mother believes it to be related to battery depletion. Battery was checked and impedance was noted to be ok and battery ok. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Implant card was received noting that the patient had a prophy battery replacement. It was reported that when the orss checked the battery prior to surgery it was found that the patient¿s settings were reset. There were multiple communication issues performing diagnostics but interrogation was fine. All communication troubleshooting steps were attempted but did not work at first and with the interrupted diagnostics it had reset the generator settings several times. Orss was finally able to get the diagnostics to go through and impedance was fine. It is unknown how long ago the device was set to factory settings but there was records from the patient¿s last visit with physician showing device had been on. Explanted generator was sent back to pathology after being replaced. Information was also received that the increase in seizures was suspected to be due to the low battery. No explanted product has been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
F7. Type of report ¿ correction ¿ inadvertently did not mark follow-up and put 01 for supplemental MDR #01 submitted.